Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 555mg/dl and a blank display. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 555mg/dl at the time of the call. Troubleshooting found that the customer was able to insert a new battery and the display returned to normal. Troubleshooting found that the pump is operating as designed and customer indicated that the high blood glucose was resolved by a complete set change. Customer was advised to monitor the pump. No further assistance was necessary.